Event description:
The pt underwent a coronary angiogram. The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. Resistance was encountered immediately upon attempt to deploy the device. The cardiologist continued to pull the pull ring, against unusual resistance, until it would advance no further. The posterior needle did not present. Needle back-down and super back-down were attempted. The cardiologist reported no resistance to back-down. He then redeployed the device, and reported no resistance to redeployment. The anterior needle presented at the hub, the posterior was deflected in the subcutaneous tissue. The cardiologist lifted the device slightly, inserted hemostats and searched for the posterior needle. He retrieved the suture which had detached from the posterior needle and confirmed tissue capture. He removed the anterior needle, tied a knot with the suture ends, and attempted to remove the device. The sheath then detached from the needle guide and slipped down into the artery, causing a loss of hemostasis. The cardiologist advanced the knot to the pull rod, regained hemostasis, applied femstop and took the pt to surgery for removal of the device. Surgery entailed a minimal cut down to retrieve the posterior needle and closure of the arteriotomy. The pt recovered without further incident.